Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states preventative measures in evis exera tjf type 160vr reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the distal end knob wire exit and there was foreign material in the control unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found an abnormal sound was made due to damage on right/left knob. The air/water cylinder had no color. The suction cylinder had no color and the forceps channel port had a dent. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained. The electrical connector had corrosion due to water leakage. The suction connector had corrosion due to water leakage. Due to deformation of nozzle, no water was fed. The image guide protector was damaged and the nozzle was damaged. The connecting tube had a scratch. The grip had a scratch. The flexibility adjustment ring had a scratch. The scope cover had discoloration. The switch box had discoloration. Due to damage on channel tube, water tightness was lost. Due to a scratch on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to a chip on objective lens, the image had dark area partially. The light guide lens had a crack and the adhesive on bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.